Event description:
The manufacturer was notified that a trilogy evo ventilator failed active exhalation verification testing during device evaluation. There was no harm or injury reported. During device evaluation, the device failed verification testing for "active exhalation verification" and required replacement of the 3-way solenoid valve to address the issue. After repair the device passed final testing and was confirmed to operate properly. Additional findings not related to the malfunction/issue: the reporter stated while the device was in use with a patient, the liquid crystal display showed that "volume under delivery" was displayed when suction was started, then "circuit disconnect" was displayed. There were no specified differences between usual suctioning and this instance. Once the ventilator attached to the patient, the "circuit disconnect" alarm and the unfamiliar high-pitched alarm stopped. Suction was performed again, but there was no reproduction. There were no changes in the patient's respiratory condition. The ventilator was replaced with the same model by medical personnel. During device evaluated at the manufacturer's service center, the reported issue was not duplicated by operational checking performed. As a result of analyzation of the error log, a record indicating that the buzzer sounded when an alarm occurred was confirmed. Therefore, it is considered that the buzzer sounded as a backup mechanism at alarm sounding.

Manufacturer narrative:
The reported failure of active exhalation verification test is accommodated in the product risk management file as being linked to hazard with description patient exposure to function / deterioration of function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures.